Manufacturer narrative:
Additional information: due to characterization limit e1 event site name:(B)(6) (private nursing home). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, cs100 intra-aortic balloon pump (iabp) has ECG cable malfunction. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b5 ,d4 , e1 ( event site address , event site telephone , initial reporter ). A getinge field service engineer (fse) evaluated the unit and found the ECG connector to be broken. The fse replaced the faulty part: cbl assy ECG input to frnt end (0012-00-0976). All functional and safety checks have been performed to meet factory specifications. The device was return to customer for clinical use.

Event description:
It was reported that ,before use cs100 intra-aortic balloon pump (iabp) has fault in the ECG cable socket system there was no patient involvement.